Manufacturer narrative:
A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented into clinic after receiving "appropriate" shock over the weekend. Upon interrogation, it was noted that right atrial lead had been displaced and would not capture. The patient also had pericardial effusion. It was decided to reposition both leads, but during the procedure the right ventricular lead helix would not function so the lead was replaced. The right atrial lead was repositioned successfully. The patient was discharged.